Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the reprocessing is being implemented as per IFU. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope's zoom lever stuck when it was activated. The device was returned and evaluated, and there was found to be foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay in starting precleaning. The air/water nozzle was flushed with air and water. The nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the foreign material found clogging the nozzle, additional findings are as follows: due to damage on zoom (charged coupled device), zoom did not work smoothly. The adhesive on the bending section cover had a crack and a white-clouded area. The paint on the scope cylinder was peeled. The image protector had a scratch. The universal cord had a wrinkle. The swatch 4 had wear. The plastic distal end cover had a scratch. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.